Manufacturer narrative:
(B)(4).

Event description:
Dexcom distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report the patients receivers ceased to function on (B)(6) 2015. Dexcom distributor did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.